Event description:
Patient here for foreign body removal. Mesh had eroded into the patient's bladder.patient with a pertinent history of prior cervical cancer status post robotic-assisted hysterectomy with bilateral salpingo-oophorectomy, robotic sacral colpopexy, and transobturator tape placement. She had recurrent urinary tract infections and irritative voiding symptoms. She was found to have erosion of her transobturator tape mesh into her bladder. She underwent a prior excision of mesh. Her symptoms have improved; however, she continued to have some hematuria. She presents today for further excision of remaining mesh.